Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the three sizes of flexitrunk infant interface nasal prongs (bc4030, bc4540 and bc5040) were found disconnected from the circuits during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Product code: bc4030, lot number: 1311130307, manufacturing date: 11/13/2013, quantity affected: 1; bc4540, 1311260307, 11/26/2013, 1; bc5040, 1311260307, 11/26/2013, 1. The complaint flexitrunk infant interface nasal prongs were not available for investigation as they had been discarded at the hospital facility. Without the complaint devices, we are unable to confirm the fault reported by the hospital. The additional information provided by the hospital staff to the fph field representative is also not sufficient to determine the root cause of the reported fault. A lot check revealed no other complaints of this nature for each of the above product code and its corresponding lot number. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the patient and also state the following: "connect prongs or mask to nasal tubing ensuring that it is inserted fully." "If using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly." Discarded at the hospital facility.